Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products : other relevant device(s) are: product ID: b i71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a door open message when the door was actually closed. It was determined that the side door switch had a broken nut and it is not in the proper position.